Event description:
It was initially reported that the patient had a "non-working" generator. It was unclear what was meant by non-working and it was reported to have stopped working in 2010 possible near the beginning of (B)(6). Good faith attempts for more information have been unsuccessful to date.

Event description:
Review of the manufacturer's programming history database showed that the patient had diagnostics within normal limits on (B)(6) 2012.

Manufacturer narrative:
(B)(4).